Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating measurement were normal. Pump was monitored for 24 hours with multiple basal rate. The insulin pump functioned properly. The j2 on the lcd board was inspected and no anomaly was noted. No frozen screen, black dot anomaly, keypad button anomaly, constant tone or unexpected audio beep anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has a constant ringing, making a shrill noise and black dot on the screen. Customer stated that the insulin pump stopped working and is frozen. It was noted that the buttons were unresponsive and the customer was unable to clear the alarm. Customer's blood glucose reading was noted to be 212 mg/dl. Insulin pump is being returned for analysis.